Event description:
It was reported that during an aneurysm embolization case, the operator placed the stent (subject device) to the location, but during delivery of the microcatheter, the stent (subject device) could not be retracted. When the operator added some force, the stent (subject device) was prematurely deployed. The operator withdrew the whole system with the microcatheter and used guidewire to push the deployed stent (subject device) out of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and intact, and the sdw (stent delivery wire) and introducer sheath were both intact. A functional test was not carried out as the stent was returned deployed. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to pull back into sheath could not be confirmed during analysis as atlas is not re-sheathable. The device failed to meet specification when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stent could not be retracted to deploy. The operator added some force but the stent was then deployed unexpectedly. So the operator withdrew the whole system with sl-10 and used synchro guidewire to push the deployed atlas stent out of sl-10. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was confirmed that the stent had been deployed prematurely during use. There was no damage noted to the stent, introducer sheath or the sdw (stent delivery wire). It is probable that the tortuous nature of the patients anatomy may have caused the difficulty to deploy the stent and subsequent premature stent deployment within the sl-10 microcatheter. An assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to pull stent back into sheath' and 'stent deployed prematurely during use¿ and to the analyzed ¿stent deployed prematurely during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm embolization case, the operator placed the stent (subject device) to the location, but during delivery of the microcatheter, the stent (subject device) could not be retracted. When the operator added some force, the stent (subject device) was prematurely deployed. The operator withdrew the whole system with the microcatheter and used guidewire to push the deployed stent (subject device) out of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.